Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer reseated the cables, which resolved the issue.

Event description:
The customer reported an 840 ventilator with an erratic display. The ventilator was not on a patient at the time of the event.